Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device check and interrogation of the device noted the patient had an episode of ventricular fibrillation. Programming changes were recommended and the patient continued to be monitored.